Event description:
Starclose device was deployed/inserted during cardiac cath (closure device) and could not remove with ease as it should be able to be removed. Great deal of force was required to remove deployment device. Rep (vendor) stated the company knows this happens, sometimes that clasps catches when deployed and company is working on problem.